Manufacturer narrative:
Retainer ring = black . The insulin pump was returned for blank display found on (B)(6) 2021 after water exposure. P-cap / reservoir locks properly into place. The following were noted during visual inspection: scratched case, cracked case, cracked case near the corner of belt clip rails, cracked keypad overlay, cracked battery tube threads, and cracked case on the battery tube side. The pump passed the displacement test, active current test, sleep current test and self test. No blank display noted during testing. The power management graph confirmed the unloaded voltage and loaded voltage were within specification range. Successfully downloaded history files and traces using thus. No alarms were found in the history files or traces for the event date. Device was cut open to perform visual inspection moisture damage was noted on the electronic assembly and on motor home switch. Blank display not confirmed. However, moisture damage noted on the electronic assemblies and motor home switch. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had blank display. Customer stated the display was not blank less than 30 seconds. Customer stated that after changing the battery, monitoring insulin pump for 2 hours blank display did not returned. Customer stated insert battery did not display on screen and display did not return after pump restart. The troubleshooting was performed. No harm requiring medical intervention was observed. The insulin pump will be returned for analysis.